Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Cause was unknown but possibly due to dialysis but possibly due to dialysis. Elevated bg was addressed via a correction bolus. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.